Event description:
I had the essure tubal in (B)(6) 2009. I have since had nothing but problems arise. I have had extreme weight gain, horrible headaches, huge hair loss, vaginal dryness, vaginal discharge, pain during sex or use of tampons, chest pain, rapid heart beats, high blood pressure, severe joint pain, memory loss, hot flashes, fatigue, trouble sleeping, and depression. I am convinced that all of these are adverse effects from the essure coils that were put into my fallopian tubes in 2009. I have consistently had issues since the essure coils were inserted into my fallopian tubes.